Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type: recharger; product ID 37751, serial# (B)(6), implanted: explanted: product type recharger product ID 37642, serial# unknown, product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger died and would not power on. They stated that the casing on the outside of the recharger is coming off and there is damage to the body of the recharger. Patient representative said that the patient had not been able to charge their implanted neurostimulator since saturday. Agent asked, patient representative did not want to troubleshoot and said they wanted to get a new one as soon as possible. Caller did not want to transition patient to the wr. An email was sent to the repair department to replace the device. Caller requested adhesive discs. Caller mentioned that the 37642 sometimes does not work, and stated that they were using rechargeable batteries. Agent reviewed what type of batteries are needed for the 37642. Additional info received from patient that they received the replacement recharger but the connector pin on the dtc is bent. Agent sent request to repair to replace the dtc.

Manufacturer narrative:
Analysis of (B)(4) recharger found a cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.